Manufacturer narrative:
A review of the mfg. Lot build database for the reported lot# 3293926 (mfg. 07/2016) showed (B)(4) units were mfg. Tested inspected and released. There were no exception documents generated during the lot build. Device return: one (1) used d1000 tego connector was returned. Although requested the involved mating and access devices were not returned. Visual inspection (pre and post decontamination) of the as-received tego connector did record component damage(s) described as visible tearing near the top rim adjacent to the thread posts. Previous investigations of similar component damages/anomalies have identified the characteristics of these types of component damages are consistent with incorrect techniques/usage conditions (overtightening & continued connection rotations). Engineering testing and analysis to the applicable product specification was performed. The results recorded the tego connector did not leak, passed acceptance criteria.

Event description:
Int'l. ((B)(6)) complaint received reporting component damages/leakage with use of unspecified dialysis set-ups where d1000 tego connectors were in use. The initial information received reports during start of second dialysis session, attending clinician removed/replaced tego connectors due to torn membrane". There were no reported adverse patient consequences. Additional event/usage and device return status although requested has not been responded to. This is the mfgers. Follow up report to provide additional information and device return investigation findings.

Manufacturer narrative:
A review of the mfg. Lot build database for the reported lot# 3293926 (mfg. 07/2016) showed (B)(4) units were mfg. Tested inspected and released. There were no exception documents generated during the lot build. Device not returned.

Event description:
Int'l. (B)(6) complaint received reporting component damages/leakage with use of unspecified dialysis set-ups where d1000 tego connectors were in use. The initial information received reports during start of second dialysis session, attending clinician removed/replaced tego connectors due to torn membrane " . There were no reported adverse patient consequences additional event/usage and device return status although requested has not been responded to.